Event description:
Healthcare professional reported through the national breast implant registry (nbir) "deflation". This record is for the right side. Device was explanted. Healthcare professional also reported through the national breast implant registry (nbir) "ptosis" which is not device related.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.